Event description:
Under real-time ultrasound guidance, two passes were made with an 18-gauge corvocet core biopsy needle, 2.5cm throw, without the use of a 17-gauge introducer needle. The second pass only yielded fragments of tissue, therefore a third pass was made with a second 18-gauge corvocet core biopsy device, 2.5cm throw, without the use of a 17-gauge introducer needle.